Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2015-12806, reference MFR report #1627487-2015-12807. It was reported the patient (clinical study, occipital placement) experiences uncomfortable stimulation from her scs system. The patient has been reprogrammed numerous times, regained stim, and then loses it again. Programming provided pain relief, however the patient experienced tightness on the right side. Follow-up identified the patient declined additional reprogramming. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2015-12806, reference MFR report #1627487-2015-12807. It was reported the clinical study patient's occipital leads were explanted.